Event description:
The customer reported a problem with her mother's freestyle flash blood glucose meter. The customer reported that her mother experienced the following symptoms: "sweaty, very clammy, hot and delirious, and also was not responding". The customer called the paramedics and they realized the "mother was unconscious". The customer also reported that the "paramedics took a test on her meter and realized that the meter was giving a way off reading". The paramedics took the mother to hospital emergency room, where she was reportedly diagnosed with severe hypoglycemia. To counteract the event, the customer said that at the hospital they gave her mother "plenty of pudding and orange juice", and also "insulin".

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow up report will be submitted if the meter is returned. The customer reported the meter readings; however, they could not be taken under consideration during the preliminary investigation, because they were not completed within a ten minute timeframe and the customer reported eating between glucose tests.